Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the pdm displayed the message "insulin supply interrupted for too long." Although no basal rate was required, the system was delivering an insulin dose of 0.05 units, causing the patient to experience hypoglycemia and requiring the patient to eat.

Manufacturer narrative:
Cloud data from the user for the day of 14nov2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. The cloud data showed that an automated delivery restriction alert was generated at 04:27 in response to the automated algorithm having automated basal insulin delivery suspended for an extended period. The generation of this alert resulted in the system transitioning to automated mode: limited and beginning delivery of safe basal, which is the lower of the user's manual basal program and the adaptive basal rate. The system correctly transitioned to manual mode upon acknowledgement of the alert at 04:57. No evidence of the automated algorithm overdelivering insulin or of any other issues with the system were observed in the available cloud data.